Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging acquisition system was stuck in initializing. No patient was present at the time of the event.

Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and found the ps1 low voltage power supply had no output voltage. Replaced the ps1. Adjusted the voltage to spec. Performed system checkout. System was operational. B01, c02, d02, g02027 are applicable the component was returned to the manufacturer for analysis. Analysis concluded visual inspections shows multiple components are electrically over stressed. Faulty ps1 power supply. B01, c02, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6) rev. F. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.